Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was confirmed. The root cause of the reported issue is due to a failed temperature cable. During evaluation, it was confirmed that there was unreliable connection for the temperature cable. Temperature cable was replaced. Pm performed. Mixing pump, circulation pump, heater, and drain valves were replaced. The device underwent and passed testing after all repairs. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the serial number is unknown. Based on the results of the investigation, no additional actions can be taken. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per wo evaluation, there were unreliable connections for pcn 73502 in an arctic sun device.